Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: a sample evaluation was performed. The electrode was found to be deformed. The catheter was kinked approximately 95cm and 225cm from the distal tip. The investigation is confirmed for material deformation due to the fact that the sample was evaluated and found to have a deformed electrode. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an arteriovenous fistula (avf) creation in the ulnar vein and brachial artery, prior to activation, the health care provider identified the electrode was allegedly bent under fluoroscopy. Therefore, the catheters were removed and another set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records has not been performed. The device is pending return. The investigation is currently underway.

Event description:
It was reported that during an arteriovenous fistula (avf) creation in the ulnar vein and brachial artery, prior to activation, the health care provider identified the electrode was allegedly bent under fluoroscopy. Therefore, the catheters were removed and another set of catheters were used to complete the procedure. There was no reported patient injury.